Event description:
Two days after the operation, the pt got a high fever. The surgeon thought the pt is infected, he took the mesh out and used antibiotic. After several days, the pt recovered.

Manufacturer narrative:
Further internal investigation were conducted. The product was manufactured according to specifications and is provided non-sterile. After review by a reconstructive and plastic surgeon, it was determined that it is unlikely the infection was directly related to the device. In case of infection, the operating surgeon may opt to remove the implant, especially if soft tissue coverage of the implant may be compromised. The pt recovered after a treatment of antibiotics.